Event description:
PICC line inserted in 2004 for antibiotic therapy. PICC line developed a leak in the tubing distal to the wings, making it necessary to remove the PICC prior to completion of antibiotic therapy. Replaced with peripheral IV. No harm to pt.